Event description:
Reportedly, during use on a pt, there was an error message: "can not open bitmap files. All.c/360". The ventilator continued to ventilate without any problems. The hospital staff turned off the ventilator and turned back on again to try to correct it. Please note that there was no pt injury or medical intervention occurred in this case. Investigation of this issue has found that when this error message occurs the pt continues to be ventilated, however, if a subsequent alarm event were to occur, there would be a visual alarm, but no audible alarm would sound to alert the caregiver or hospital staff. This specific error message has only been noted in the foreign language 3.1b version of the ventilator software.

Manufacturer narrative:
Initial eval found that the compact flash was defective with a corrupted gdm. Exe file. Replacement of the compact flash card corrected this issue.